Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had time/clock anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she had to reset the date at each reservoir change and she could only adjust time to 24 hour set up and not into 12 hour set up. She also reported that she received failed battery test and grinding noise during rewind. The insulin pump will not be returned for analysis.